Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced twiddler's syndrome and both the right ventricular (rv) lead and right atrial (ra) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, no capture and had a dislodgement. It was noted that the patient experienced diaphragmatic stimulation and phrenic nerve stimulation. The ra lead was reprogrammed and a revision is planned. No further patient complications have been reported as a result of this event.